Event description:
Report received from the USA stating that service was required for the device. During service neuro-tip bent was noted. It is unknown the device was not used in surgery. It is known injury or medical intervention did not occur. There was no additional information provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of neuro-tip bent was confirmed. During service, the device failed the visual assessment. If additional information becomes available, a supplemental report will be submitted. (B)(4).